Event description:
The pt received her scs system on (B)(6) 2009. It was reported that the pt had to recharge more frequently. The ipg was explanted and replaced on (B)(6) 2011. No additional info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.